Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. However, the investigation suggests that the malfunction was likely due to a component failure caused by either excessive or insufficient physical force from another object, leading to the chip on the bending section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bending section cover of the uretero-reno videoscope has a chip. There was no patient involvement.